Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: prim bp w/holes bead w/pa sz 4; 5527b400; s636r. Vit'canc' screw 6.5 dia x 35mmtriathlon total knee system; 5585-c-035 ; 47069101, vit'canc' screw 6.5 dia x 35mmtriathlon total knee system; 5585-c-035; 47052501, vit'canc' screw 6.5 dia x 25mmtriathlon total knee system; 5585-c-025; 46409301, vit'canc' screw 6.5 dia x 25mmtriathlon total knee system; 5585-c-025; 47157001, triathlon mb patella pa a32; 5554l320; eaper1, triathlon p/a cr beaded # 4r; 5517f402; s9kfm1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to right knee pain.